Event description:
The customer reported that the system displayed an "invalid input signal" error message and was down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system was replaced. The system was then found to be operating as intended.